Event description:
The customer reported the ventilator went vent inop and alarmed upon power on. The ventilator was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported problem due to an exhalation motor error. The service technician replaced the exhalation valve and exhalation motor controller pcb to correct the reported problem. Performance verification testing was completed and all tests passed to operating specifications.